Event description:
It was reported to the manufacturer by the end user, per the end user, two care givers claim they were transferring the resident when the lift started to tip to the side. In trying to secure the resident from falling, one caregiver suffered leg contusions and one care giver suffered a strained back and neck. Both we sent to the emergency room at medac urgent care. The resident did not sustain any injuries the facility maintenance director claims he had medical equipment services tech in last week to calibrate the scales and had the tech look over the lift where the wheel fell off. The tech claimed he knew immediately what the problem was. The actuator that controls the arm movements in and out had failed. Because one of the legs only moved , this created an unsafe load positioning of the resident. As the weight was centered over an unbalanced load, the one wheel gave out causing the lift to tip. (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.